Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the blood glucose reading was unknown as the battery has been removed. It was stated that the event leading to her death was low blood glucose, which caused a mild heart attack. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.